Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of admission was unk, but the blood glucose reading at the time of the call was 547 mg/dl. The called declined to troubleshoot or provide further info at this time. Advised the caller to have the customer call for troubleshooting at her convenience.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.